Event description:
It was reported that abnormal battery depletion was observed when it comes to this device. The battery was at 60% remaining in (B)(6) 2020 and went down to 15% remaining in (B)(6) 2020. A review of the data by engineering noted that the battery usage had increased abnormally. The device should be explanted and returned. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that abnormal battery depletion was observed when it comes to this device. The battery was at 60% remaining in july 2020 and went down to 15% remaining in august 2020. A review of the data by engineering noted that the battery usage had increased abnormally. The device was subsequently explanted however is unlikely to be returned as the patient has indicated intent for legal action. No additional adverse patient effects were reported and another device of same model type was implanted without complication.